Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, and during navigation in the right atrium, the catheter was observed to be twisted in an abnormal configuration and became knotted/entangled in the tricuspid valve. While attempting to unknot the catheter, the proximal end of the distal tip of the array separated from the slider/pull wires with an inability to advance a wire out of the distal tip, and inability of the array to change shape or be moved. The cavo tricuspid isthmus (cti) line was completed using another manufacturers catheter through a short sheath while the pulseselect catheter remained entangled in the tricuspid valve, and attention then turned to extraction. Attempts to pull the catheter into the right atrium using another manufacturers catheter and the short sheath were unsuccessful, so internal jugular access was obtained and a steerable sheath was used to approach from a superior angle, with a grabbing device used to partially free the array from the tricuspid valve. Another manufacturers sheath was then inserted and a second grabbing device was used; the array was grabbed and pulled into the sheath, during which the array snapped off the catheter. The catheter was removed from the body. After removal, a piece of tricuspid valve tissue was found attached to the catheter, and tricuspid valve damage was confirmed via echocardiogram. The patient remained under general anesthesia after the procedure, experienced oxygen level drops during and after the procedure, and had prolonged intubation. Hospitalization was reported to be extended, and transfer was planned for tricuspid valve replacement.